Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter the connector type is assumed to be taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number and the actual implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported explant of a device due to "fracture 6 cm from band." Further follow-up will be conducted to gather additional information.